Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparotomy. Pt gender: unk. According to the reporter: the doctor couldn't open the instrument after firing it. He used a lot of pressure to separate the jaws. The instrument was stuck on tissue and it required much force to open it. There was some tissue damage and add'l resection was required. There was no add'l bleeding nor operating room time extension.